Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. The pulse generator exhibited noise reversion resulting in several inappropriate auto mode switch episodes. No medical intervention was performed and the patient would be monitored closely.

Manufacturer narrative:
Correction MDR should be health professional; not blank. Event description corrected and updated.

Event description:
The noise was not reproducible in clinic using provocative testing.

Event description:
New information stated that the pulse generator continued to exhibit noise. Source of noise is unknown. No intervention was performed and the patient would continue to be monitored.